Event description:
It was reported that a patient underwent a surgical procedure and a reservoir was connected to a drain. When the reservoir was connected, there was a backward flow found. The anti-reflux valve remained open. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.